Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left external iliac and common femoral artery. A 4mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 10 seconds, the entire part of the balloon vertically ruptured. The device was removed the procedure was completed with a different device. There were no patient injuries reported, and the patient condition was good post-procedure.